Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert one-day post implant for out-of-range/high pacing impedance, out-of-range/high defibrillation impedance and no capture with high thresholds. Fluoroscopy images were reviewed, and a slight lead displacement was suspected. A computed tomography (CT) scan was completed which showed mild lead perforation. A lead revision procedure was completed, and lead diagnostics were normalized. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.